Manufacturer narrative:
Catalog number- potential product code: nnb2613s, nnk26135. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon the user facility information and the returned photo. Based on the results of our investigation, the exact root cause of the problem could not be identified. Based on the reference photo from (B)(6) the bent cannula was noted on the actual sample. However, the needle puncture occurred during post treatment. Most likely, the needle bending happened during treatment usage, which resulted, to the needle stick. Lot history file and retention samples were unable to confirm since the product code and lot of this complaint is unknown. Incoming inspection for the cannula (B)(4) material was being conducted through verification of inspection report and certificate of analysis from our supplier. Our cannula as supplied (B)(4) material complies with iso (B)(4), particularly on stiffness and breakage. During needle assembly, we have in-process visual inspection wherein condition of assembled needle is being checked. Furthermore, qc conducts outgoing inspection wherein part of check items is bent cannula. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that a needle puncture occurred when the doctor had attempted to re-cap. Additional information was received on 9/10/2018: the chief doctor incurred a needle stick injury due to the needle bending. Potential infection was unknown at time of accident. Post-treatment was conducted. Additional information was received on 9/18/2018: it was reported that the event occurred during post-treatment. The treatment however was made. The cannula body was bent.